Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received at normal Elective Replacement Indicator (ERI) range of operation. Analysis of device image was performed, and use of automatic settings was noted. When automatic settings are programmed, the device would adjust itself to accommodate the patient¿s needs and thus affect the estimated longevity of the device. Functional analysis of the device did not find any anomalies. Longevity assessment found the device was operating at the Elective Replacement Indicator (ERI) voltage consistent with normal usage.

Event description:
IT WAS REPORTED THAT THE PATIENT PRESENTED TO THE HOSPITAL FOR REPLACEMENT OF AN IMPLANTABLE CARDIOVERTER DEFIBRILLATOR (ICD) DUE TO PREMATURE BATTERY DEPLETION. THE ICD WAS EXPLANTED AND REPLACED WITH A NEW DEVICE. THE PATIENT'S CONDITION REMAINED STABLE FOLLOWING THE PROCEDURE.